Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went into diabetic ketoacidosis (dka). Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.